Manufacturer narrative:
E1: (B)(6). H3/h6: investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional information becomes available.

Event description:
It was reported that during normal use, the protective cap of the port needle had come off at the connection point, resulting in a needlestick injury to the operating nurse. The incident occurred during set up and there was no patient harm.